Manufacturer narrative:
The lot number for the malfunction is unknown, therefore a manufacturing review could not be conducted. The device has not been returned for evaluation; therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808560 implantable port allegedly experienced obstruction of flow. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.